Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. In early 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was not powering on. As a result of the reported issue, the patient took the usual dose of diabetes medications (70/30 insulin and metformin). The patient claimed that 3 weeks after the reported issue first occurred, the patient developed symptoms of blurred vision and dizziness. There were no other forms of treatment reported or blood glucose results from another device. This complaint is being reported because the patient allegedly developed symptoms of hyperglycemia 3 weeks after the power issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.